Event description:
The scrub technician reported a system message displayed during surgery. They experienced a complete loss of vacuum. They re-booted the system and re-seated the cassette a couple of times. They exchanged the cassette but the system message persisted. The surgeon completed the silicone oil injection manually. The following two cases were cancelled. No patient injury was reported. This patient had a previous vitrectomy performed.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system message reported was found in the event log. The connectors were re-seated. Preventive maintenance was performed. The system was then tested and met all product specifications. This report was mailed to FDA on: 07/02/2009.